Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit experienced power failure due to a printed board circuit failure. Additionally, there were scratches present on the screen. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high-definition lcd monitor experienced an unexpected power failure. According to the initial reporter, this event was noticed during preparation for a diagnostic procedure. Reportedly, the intended procedure was completed using the subject device without any harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the device powered down due to printed circuit board failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.